Event description:
It was reported that during a arthroscopic shoulder procedure using the ambient megavac 90, the wand alarmed upon connection to the controller. The procedure was ultimately completed using a competitor's product. There were no reported delays or pt complications as a result of this event.